Event description:
A cypher select plus dislodged in the patient. The stent delivery system had advanced through the 6f terumo guide catheter with resistance being felt 10 cm prior to the distal end. Despite resistance, the operator was able to advance the stent 2 mm into the rca (targeted vessel). Additional information later received, indicated that the physician reported not applying any pressure prior to stent dislodgement. The physician noticed that the stent was wider as if it was dilated, however, the physician had not inflated the stent. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the ostium of the rca and only the stent delivery system was pulled out. The stent had not crossed the target lesion prior to dislodgement. The undilated stent remained in the rca without being opposed to the vessel wall. The lesion was in the mid portion segment 2 with 80% stenosis. The affected rca was successfully treated with another cypher stent of the same size without further complications. The devise was retrieved via two sheaths, used a snap kit goose neck from artery femoralis profunda sin. Consequently, there was triple access site with additional punctures a. Femoralis communis sin ed dex. The dislodged stent was found in the deep femoral profunda and was removed by a radiologist three and a half hours later. The patient was observe in the ICU. The physician noted that while prepping the device, the stent appeared uncommonly darker and thicker than usual, however he did not consider this a device anomaly and used the device in the patient.

Manufacturer narrative:
Complaint conclusion: the complaint received states that a cypher select plus dislodged in the patient. The stent delivery system had advanced through the 6f terumo guide catheter with resistance being felt 10cm prior to the distal end. Despite resistance, the operator was able to advance the stent 2mm into the rca (targeted vessel). Additional information later received, indicated that the physician reported not applying any pressure prior to stent dislodgement. The physician noticed that the stent was wider as if it was dilated; however, the physician had not inflated the stent. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the ostium of the rca and only the stent delivery system was pulled out. The stent had not crossed the target lesion prior to dislodgement. The undilated stent remained in the rca without being opposed to the vessel wall. The lesion was in the mid portion segment 2 with 80% stenosis. The affected rca was successfully treated with another cypher stent of the same size without further complications. The devise was retrieved via two sheaths, used a snap kit goose neck from the femoral artery. The dislodged stent was found in the deep femoral profunda and was removed by a radiologist three and a half hours later. The patient was observed in the ICU post procedure. The physician noted that while prepping the device, the stent appeared uncommonly darker and thicker than usual; however he did not consider this a device anomaly and used the device in the patient. It was reported that the stent delivery system did appear to be normally mounted on the balloon prior to insertion into the guide catheter. One non sterile cypher select + 2.75x28mm was received coiled inside a plastic bag. Two kinks were observed at 52 cm and 76 cm from ID band and the section of inflation lumen presents multiple damages. The stent was deployed and received damaged and tangled inside a plastic bag; crimping marks and folds were observed in the balloon and observed with internal blood residuals. During the microscopic analysis crimping marks and folds were observed in the balloon. The stent could be observed damaged and tangled. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of kink, stent and balloon damaged condition could not be conclusively determined; during manufacturing process there is a control to detect this kind of issue document 7503341 rev. 20 (leakage test for cypher). The failure reported"¿stent/dislodged-in patient" by the customer could not be confirmed. The exact cause of the failures could not be conclusively determined; however it does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. The complaints were confirmed on analysis; however, the exact cause of the confirmed failures could not be determined. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the confirmed events.

Manufacturer narrative:
Addendum: from product analysis results, it was investigated that a body/shaft burst was also observed at the time of dislodgement. Complaint conclusion: the complaint received states that a cypher select plus dislodged in the patient; incidentally a body/shaft burst was also identified. The stent delivery system had advanced through the 6f terumo guide catheter with resistance being felt 10 cm prior to the distal end. Despite resistance, the operator was able to advance the stent 2 mm into the rca (targeted vessel). Additional information later received, indicated that the physician reported not applying any pressure prior to stent dislodgement. The physician noticed that the stent was wider as if it was dilated; however, the physician had not inflated the stent. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the ostium of the rca and only the stent delivery system was pulled out. The stent had not crossed the target lesion prior to dislodgement. The undilated stent remained in the rca without being opposed to the vessel wall. The lesion was in the mid portion segment 2 with 80% stenosis. The affected rca was successfully treated with another cypher stent of the same size without further complications. The devise was retrieved via two sheaths, used a snap kit goose neck from the femoral artery. The dislodged stent was found in the deep femoral profunda and was removed by a radiologist three and a half hours later. The patient was observed in the ICU post procedure. The physician noted that while prepping the device, the stent appeared uncommonly darker and thicker than usual; however he did not consider this a device anomaly and used the device in the patient. It was reported that the stent delivery system did appear to be normally mounted on the balloon prior to insertion into the guide catheter. The procedural cd was received and reviewed. The actual stent dislodging is not depicted on the films however there is slide showing a stent in the profunda artery of the patient. Fal: one non sterile cypher select + 2.75x28 mm was received coiled inside a plastic bag. Two kinks were observed at proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was received separated from the sds; it was tangled with an unknown guide; it was received inside a plastic bag. The balloon was observed damaged, accordioned at the distal section and blood residuals were observed inside; it was already inflated. During microscopic analysis bumping and crimping marks were observed in the balloon. The shaft looked elongated before the proximal seal. Sem analysis results showed that the outer body surface exhibited evidence of elongation and abrasion near the tear edge. This outer body failure exhibited no other anomalies that could have caused the failure. Pressurized water was applied and a leak was observed at 4.5 cm from the distal end, at the proximal outer body section where the elongated condition was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent dislodged inpatient was confirmed through failure analysis; incidentally a body/shaft burst was also identified. The IFU cautions against pulling the stent delivery system back into the guide, but to withdraw the system as a single unit, failure to do so may result in stent dislodgment. Review of the information provided suggests that procedural factors (pulling the stent delivery system back into the guide) may have contributed to the reported event of stent dislodgment and the incidental finding of body/shaft burst, as there is evidence of elongation and abrasions at the leak site. There is nothing in the failure analysis or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The alert date on the 3500a supplemental medwatch was noted as (B)(4) 2012. However, this date was inadvertently provided incorrectly and should have been noted as (B)(4) 2012. Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.

Manufacturer narrative:
Please note that the additional information received from the qualrap indicated that originally the depth that the stent was advanced into the rca vessel was "2 cm" as per the source document which was previously reported as "2 mm" in error. The file has been updated with 2 cm based on the additional information. This new information does not change the processing, determination, or reportability of this file. Amended complaint conclusion to correct the depth that the stent was advanced into the vessel, this information does not change the essence of the complaint conclusion. Updated complaint conclusion with procedural cd review and updated analysis: the complaint received states that a cypher select plus dislodged in the patient. The stent delivery system had advanced through the 6f terumo guide catheter with resistance being felt 10 cm prior to the distal end. Despite resistance, the operator was able to advance the stent 2 cm into the rca (targeted vessel). Additional information later received, indicated that the physician reported not applying any pressure prior to stent dislodgement. The physician noticed that the stent was wider as if it was dilated; however, the physician had not inflated the stent. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the ostium of the rca and only the stent delivery system was pulled out. The stent had not crossed the target lesion prior to dislodgement. The undilated stent remained in the rca without being opposed to the vessel wall. The lesion was in the mid portion segment 2 with 80% stenosis. The affected rca was successfully treated with another cypher stent of the same size without further complications. The devise was retrieved via two sheaths, used a snap kit goose neck from the femoral artery. The dislodged stent was found in the deep femoral profunda and was removed by a radiologist three and a half hours later. The patient was observed in the ICU post procedure. The physician noted that while prepping the device, the stent appeared uncommonly darker and thicker than usual; however he did not consider this a device anomaly and used the device in the patient. It was reported that the stent delivery system did appear to be normally mounted on the balloon prior to insertion into the guide catheter. The procedural cd was received and reviewed. The actual stent dislodging is not depicted on the films however there is slide showing a stent in the profunda artery of the patient. Fal: one non sterile cypher select + 2.75x28 mm was received coiled inside a plastic bag. Two kinks were observed at proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was received separated from the sds; it was tangled with an unknown guide; it was received inside a plastic bag. The balloon was observed damaged, accordioned at the distal section and blood residuals were observed inside; it was already inflated. During microscopic analysis bumping and crimping marks were observed in the balloon. The shaft looked elongated before the proximal seal. Sem analysis results showed that the outer body surface exhibited evidence of elongation and abrasion near the tear edge. This outer body failure exhibited no other anomalies that could have caused the failure. Pressurized water was applied and a leak was observed at 4.5 cm from the distal end, at the proximal outer body section where the elongated condition was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent dislodged inpatient was confirmed through failure analysis; incidentally a body/shaft burst was also identified. The IFU cautions against pulling the stent delivery system back into the guide, but to withdraw the system as a single unit, failure to do so may result in stent dislodgment. Review of the information provided suggests that procedural factors (pulling the stent delivery system back into the guide) may have contributed to the reported event of stent dislodgment and the incidental finding of body/shaft burst, as there is evidence of elongation and abrasions at the leak site. There is nothing in the failure analysis or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
It was reported that the stent delivery system did appear to be normally mounted on the balloon prior to insertion into the guidecatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15463383 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.